Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported a system message (sm) was displayed during the cortex removal phase of a cataract with intraocular lens implant procedure. After the sm no irrigation or aspiration was available. The fluid management system (fms) was removed, reinserted and the system reprimed. The case was completed with no patient harm.